Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that customer was hospitalized due to hyperglycemia, passed out and pneumonia on unknown date. The customer¿s blood glucose level was over 650 mg/dl at time of incident. The customer declined troubleshooting. Battery cap was missing. It was unknown that auto mode feature was active or not at the time of event. The device will not be returned for analysis.